Event description:
During burr hole placement in posterior fossa craniotomy (r) codman drill perforator failed the auto-stop and did not stop at dura. Drill penetrated through dura, into cerebellar hemisphere baring the lateral sinus and contusing the cerebellum with approx 1600cc blood loss from sinus and cerebellar hemorrhage requiring transfusion. Pt recovered and was discharged.